Manufacturer narrative:
Results: visual inspection of the returned product found no visable damage to the lens. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens, but the lens was damaged in the cartridge. There was no patient contact or injury. This is one of the two lenses used on this patient - see MFR. Report #2023826-2007-00850.